Manufacturer narrative:
.

Event description:
On (B)(6) 2015 it was reported that when the reset buttons are pushed on the physician's wand, the light doesn't come on. The patient's vns was unable to be interrogated. The wand battery was changed but it still wouldn't communicate. The manufacturer's consultant tried her wand with the physician's programming system and it worked to interrogate a dummy device. The wand was returned for product analysis and was found to have a depleted battery. After the battery was substituted, the programming wand performed according to functional specifications. The physician was asked for the identity of the patient who could not be interrogated during the initial report but the physician reported that this had nothing to do with a patient; that the programming system had not been working.